Event description:
It was reported that although the device had been programmed to different voltages, the measurements did not coincide with the programmed data. When the output was programmed to 0.5 v, the measured pulse amplitude was reported as 6.2 v. Subsequent measurements progressively decreased.